Event description:
Based on the information received on (B)(4) 2017, the case initially processed as non-serious has been updated to serious because of addition of a serious event of device malfunction. This case is cross referenced with case: (B)(4) (cluster). This unsolicited case from united states was received on (B)(6) 2017 from a nurse. This case concerns a (B)(6) year old male patient who received treatment with synvisc one and later after unknown latency had severe pain in right knee, right knee was warm to touch and had swelling. Also, device malfunction was identified for the reported lot number. No past drug, concomitant medication or concurrent condition was provided. The patient's medical history included osteoarthritis pain of both knees. On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection once (dose: unknown) into right knee for osteoarthritis knees (batch/lot number: 7rsl021; expiry date: unknown). On an unknown date in 2017, after unknown latency the patient experienced severe pain in his right knees, his right knee were warm to the touch, and had swelling. The patient was told to ice and elevate the knee. It was reported that the patient was injected with synvisc one batch/lot number: 7rs1019 (expiry date: unknown) into the left knee. No further information provided. Corrective treatment: ice and elevate for all events except device malfunction outcome: unknown for all the events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number (B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Seriousness criteria: important medical event for device malfunction additional information was received on (B)(6) 2017, 14-jan-2018 and 18-jan-2018 (both information processed together with clock start date of (B)(4) 2017). This case initially processed as non-serious has been updated to serious because of addition of a serious event of device malfunction. Global ptc number and ptc results were added. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment follow up dated (B)(4) 2017: this case concerns a patient who has received synvisc one injection from the recalled lot and later experienced knee pain, swelling and warmth. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.